Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed, and it was found that 3 electrical hi-pot issues were recorded for this needles batch. The needle's electrical malfunction was confirmed as the needle failed investigative testing for electrical properties. Needle disassembly found damage to wire insulation on the heater wire leading to the hi-pot issue. Based on the investigation results, the root cause was determined to be damage to the resistance wire insulation layer on the heater during assembly process leading to the current leakage in this point. The treatment was completed with no injury to the patient.

Event description:
This is a follow up #1 to report investigation results of the returned needle. As reported in the initial: it was reported that four needles were used for a renal cryoablation procedure. During the freeze cycle, the patient experienced muscle stimulation. The physician was concerned, but satisfied with the treatment. The case was completed with no patient injury. The needles will be returned for investigation.

Event description:
It was reported that four needles were used for a renal cryoablation procedure. During the freeze cycle, the patient experienced muscle stimulation. The physician was concerned, but satisfied with the treatment. The case was completed with no patient injury. The needles will be returned for investigation.